Event description:
A user facility nurse manager reported a patient passed away during hemodialysis (hd) treatment. The patient coded during an unknown phase of treatment and treatment was discontinued. Upon follow up, the pdrn stated the pd patient expired on (B)(6) 2023 while hospitalized. The pdrn reported the cause of death was a cardiac arrest attributed to a significant cardiac disease history. The pdrn was uncertain what the patient¿s hospital admission date was but stated their admitting diagnosis was an exacerbation of preexisting systolic congestive heart failure (chf), lower extremity dermatological infection and a c-1 spinal fracture. The pdrn stated there was no indication these diagnoses were related to pd therapy or the performance of any fresenius product(s), device(s) or drug(s). The pdrn reported the patient was able to undergo continuous cyclic pd therapy on a hospital provided liberty select cycler for the duration of the admission. The pdrn stated the patient experienced a cardiac arrest in the early morning of (B)(6) 2023 while connected to the cycler. The pdrn reported after multiple rounds of cardiopulmonary resuscitation by hospital staff, the patient was pronounced deceased. The pdrn confirmed the patient¿s systolic chf, dermatological infection, c-1 spinal fracture, the associated hospitalization and cardiac arrest leading to their death were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). An end-stage renal disease (esrd) death notification and/or a death certificate were requested but unavailable through this dialysis unit. Additional information regarding the patient and the event was requested, however, not provided by the facility.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as received with reduced dwell time) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed the system air leak test, valve actuation test, and teach pump test. An internal visual inspection of the returned cycler encountered no other discrepancies. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the cause could not be determined.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a hospital provided liberty select cycler and the patient¿s cardiac arrest leading to their death. The cause of the patient¿s death can be attributed to a significant cardiac disease history as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiac disease. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse manager reported a patient passed away during hemodialysis (hd) treatment. The patient coded during an unknown phase of treatment and treatment was discontinued. Upon follow up, the pdrn stated the pd patient expired on (B)(6) 2023 while hospitalized. The pdrn reported the cause of death was a cardiac arrest attributed to a significant cardiac disease history. The pdrn was uncertain what the patient¿s hospital admission date was but stated their admitting diagnosis was an exacerbation of preexisting systolic congestive heart failure (chf), lower extremity dermatological infection and a c-1 spinal fracture. The pdrn stated there was no indication these diagnoses were related to pd therapy or the performance of any fresenius product(s), device(s) or drug(s). The pdrn reported the patient was able to undergo continuous cyclic pd therapy on a hospital provided liberty select cycler for the duration of the admission. The pdrn stated the patient experienced a cardiac arrest in the early morning of (B)(6) 2023 while connected to the cycler. The pdrn reported after multiple rounds of cardiopulmonary resuscitation by hospital staff, the patient was pronounced deceased. The pdrn confirmed the patient¿s systolic chf, dermatological infection, c-1 spinal fracture, the associated hospitalization and cardiac arrest leading to their death were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). An end-stage renal disease (esrd) death notification and/or a death certificate were requested but unavailable through this dialysis unit. Additional information regarding the patient and the event was requested, however, not provided by the facility.